Event description:
During the generator replacement surgery for the pt, a high impedance was discovered once the new generator had been connected to the existing leads. The old generator had been "dead", preventing communication with it. The surgeon attempted to re-insert the lead pin, but the high impedance was still present. The new generator was tested with a test resistor, and it was found to be properly functioning. The lead was once again connected, but the high impedance was still present. Last known diagnostics for the pt on (B)(6) 2005 were within normal limits. The pt was referred to another surgeon for a full revision. X-rays of the pt were obtained and there were no anomalies noted that could be contributing to the reported high impedance; however, an unpronounced lead discontinuity could not be ruled out as the images' quality was poor. Also, the pt was noted to have an increase in seizures prior to the replacement; furthermore, the pt was known to injure himself at times during his seizures, which could have contributed to the high impedance, though nothing specific was noted by the doctor. The explanted generator was returned to the manufacturer for analysis. The pt subsequently underwent a full replacement surgery. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.